Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic lobectomy, while transecting the lung tissue, during firing, there was a crack sound and some staples were malformed. They used another stapler of the same kind to complete the case. No patient injury.